Event description:
It was reported that a patient experienced suspect peritonitis coincident with peritoneal dialysis therapy. The suspect peritonitis was manifested by cloudy effluent. The cause of the suspect peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment and action taken with dianeal therapies are unknown. At the time of this report, the patient was reported to be recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.